Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient came to the emergency room after receiving several shocks. Upon interrogation it was noted that the patient had been in and out of ventricular tachycardia (vt). The implantable cardioverter defibrillator (ICD) had delivered several rounds of anti-tachycardia pacing (atp) and 23 41 joule shocks for vt and ventricular fibrillation (vf). In a couple, not all, episodes it appears the atp accelerated the arrhythmia to vf. All shocks were appropriate and converted the patient's arrhythmia. Pacemaker mediated tachycardia (pmt) was also observed and the algorithm converted it. The patient was treated with medication for their arrhythmia and the ICD remains in service. No additional adverse patient effects were reported.